Event description:
It was reported by the distributor that testing showed short-circuits, however, at the beginning, testing was unremarkable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.